Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited p and t-wave oversensing resulting in delivery of inappropriate shocks in more than a single episode. It was also noted that the smartpass feature previously disabled due to low signal amplitude measurements with some undersensing. Additionally, noise was observed, however, the device appropriately marked the noise. It was reported that the patient experienced weight loss. The option of obtaining an x-ray to review the position of the system was discussed, however, an x-ray was not performed. Technical services (ts) discussed potential programming and troubleshooting options. This device remains in service. No adverse patient effects were reported.